Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the drain diverter valve had loosened and was positioned at an improper angle. Also the valve retainer piece was not present and the coupling was not holding the valve in the correct position. The coupling is a pipe and clamps assembly that connects the drain valve to the floor drain and holds it in place. The drained water was rerouted onto the floor rather than down the facility floor drain. The technician replaced the drain valve assembly and piping parts, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported their washer was leaking water. No report of injuries.